Event description:
The rptr stated that he was told by rep from the co that for the time being the co will not svc time and materials customers. He also was told that this policy is being reviewed. The rptr stated that because of no svc, one camera had to be shut down which increases the time a pt has to be in the machine. He further stated that interpretation of the films will become increasingly suspect if the machine is not serviced and pts may have to be canceled. The camera was purchased 2 1/2 yrs ago.